Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was noted after plugging all the leads into the device, that the left ventricular lead had dislodged. The physician elected to reposition the lead and removed it from the header of the device. After repositioning the lead, the setscrew could not be engaged to be tightened down. Several attempts were made to screw if back in, but it was unsuccessful. The left ventricular lead remains in use. The device was replaced with a new device. No patient complications have been reported as a result of this event.